Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon would not deflate properly and they were not able to pull it out of the scope. Reportedly, it resulted in the catheter being torn, exposing the fixed guidewire of the device. The device was removed from the patient along with the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.